Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, a right cylinder hole was found by the physician. The physician removed and replaced the cylinders and pump through replacement surgery, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404310 serial number: n/a batch/lot number: 0185812005 model/catalog description: pump ms unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161 serial number: n/a batch/lot number: 0178961003 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically inspected, leak tested, and functional tested. The visual inspection of the cylinders revealed that cylinder 1 had a hole at corner of a fold in the distal end of the cylinder, and wear at the fold in the proximal end, middle, and distal end of the cylinder. Cylinder 2 had a hole at the corner of a fold in the distal end of the cylinder, and wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder 2 also had a hole in the outer sleeve in the middle from a sharp instrument. The visual inspection of the pump revealed that the pump tubing was cut down to the pump block that is standard for the explant process. The leakage test of the cylinders revealed that cylinder 1 had a leak at the corner of a fold in the distal end of the cylinder. Cylinder 2 had a leak at the corner of a fold in the distal end of the cylinder. The pump passed the leakage and functional testing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the event of device hole/perforated was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the leaks identified at the corners of folds of both cylinders were the most probable cause of the reported event; a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for pump is (B)(4), concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Malfunction of the device and mechanical malfunction are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, a right cylinder hole was found by the physician. The physician removed and replaced the cylinders and pump through replacement surgery, and there were no patient complications reported.